Event description:
It was reported that a spectrum iq pump had a downstream occlusion and was "not doing the secondary infusion" during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h3, h6: h10: the device was received for evaluation. During functional testing, 'downstream occlusion' was not reproduced. A review of the event history log revealed 'downstream occlusion' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration force sensor. The force sensor require calibration to address this issue. The device was not properly tested for the reported issue of "not doing secondary infusion" however the device will be required to pass all testing prior to return to the customer. During device evaluation an air in line was encountered and determined to be caused by a failed ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.